Event description:
Allegedly revised due to infection; lysis socket; lysis stem (right). Revision njr index no: (B)(4). Additional product information received on 1/12/2017: neck product information now available.